Manufacturer narrative:
According to vigilance report (B)(6) on (B)(4) 2013, to the (B)(4): "it is not yet clear whether the pentax co2-valve may have contributed to the perforation or not. The instructions for use (IFU) for the colonoscope provide dedicated warnings regarding the risk of overinsufflation and pneumatic perforation. Furthermore close monitoring of the pt is mandatory in order to avoid overinsufflation or pneumatic perforation (IFU, page 24). The IFU of the co2 valve provides detailed info concerning the preparation and the inspection prior to use. For the co2-efficient insufflator that was used in this combination, there are two protective measures in place that shall prevent excessive pressure: an electronically controlled valve (threshold 375 mm hg) and a mechanical valve (threshold 400 mm hg). The IFU of this device provides dedicated warnings as well. Based on the IFU and the protective measures we believe a potential overinsufflation should have been detected at a very early stage and under the provision the protective measures were working properly, an overinsufflation should have been prevented at all. We cannot conclude that an overinsufflation lead to the perforation. The MFR of the co2- insufflator (bracco e-f-zem) was informed about this incident by pentax." The of-b194 and the devices involved in the incident is secured at the user facility. Further investigation is required to determine cause of the event. No similar complains have been rec'd in the USA for this device, this adverse event only occurred in (B)(6).

Event description:
On (B)(6) 2013, during a colonoscopy of an (B)(6) woman, a perforation of the colon occurred. Subsequently the pt rec'd surgery immediately afterwards. After the colonoscopy the devices were flushed as per normal routine. During this after-use process it was observed that the co2 flow through the colonoscope couldn't be stopped by the co2 valve of-b194. After relatively positive development until (B)(6) 2013, the pt's health status became critical and she finally died on (B)(6) 2013. As per the info provided by the gastroenterologist at the time of death, the perforation led to the death of the pt on (B)(6) 2013. It must be noted that the pt did receive surgical interventions at the colon prior to the colonoscopy. Note: this event occurred in (B)(6) and a vigilance report (B)(4) was submitted to the (B)(6) on (B)(4) 2013.